Event description:
The mgr, market development, trauma reported surgeon submitted a presentation, ¿nonunion¿ failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt#6: this pt had four (4) revisions completed, broken out into procedures as follows: procedure# 3: a female, experienced a right femur fracture and was revised to a plate and screws on an unk date was discovered to have a non-union, broken plate, three (3) broken screws and two (2) screws that backed out. Pt was returned to the operating room on an unk date, hardware was removed and pt was revised to another plate and screws. During the removal of the screws, the three (3) broken screw shafts remain the pt's bone and were not retrieved by the surgeon. It cannot be verified if the product is synthes product. This is 2 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.